Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing for atrial arrhythmias which accelerated into ventricular tachycardia (vt)/ ventricular fibrillation (vf). All atrial tachycardia/atrial fibrillation (af) therapies on the ICD were disabled. The ICD remains in use. No further patient complications have been reported as a result of this event.